Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of the implant broke during injection; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Because an injector sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating lens was replaced with same model and diopter.

Event description:
A healthcare professional reported during an intraocular lens (iol) implant procedure, the implant broken, and the injector broke the leg (haptic) during the implantation process. Subsequently, the lens was explanted, and another implant was reinjected. There were no consequences for the patient.

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).